Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed and required maintenance. The field service engineer (fse) replaced drawer controller for 2.1. During testing, one cubie tray in row d was found damaged, and another tray in row c was contaminated by a medication spill. These trays were replaced using inventory and an additional tray taken from a drawer being returned. The repair was tested and passed the acceptance test, and the customer recovered the failed storage spaces. The system functioned as intended after the field service engineer repaired the device.